Manufacturer narrative:
H.6. Investigation: DHR was reviewed and the non-conformances were reviewed for this batch; there were no non-conformances associated with this defect for this batch. The returned sample confirmed tip cap breakage. The root cause of this complaint may have occurred during the transit from dc, four oaks to franklin lakes, as there have been no other complaints and no non- conformances associated with this batch for this issue. H3 other text : see h.10

Event description:
Material no: 306546. Batch no: 9094610. It was reported that before use of the bd phaseal¿ optima system, injector, n35-o the carton was slightly crushed. Upon inspection the engineer discovered the luer tip on barrel was broken off with the tip cap intact causing liquid to leak out. The following information was provided by the initial reporter: product was ordered from dc (four oaks, nc) for feasibility testing at franklin lakes. Engineer received case carton that was slightly crushed and also discovered a single shelf carton that was slightly crushed as well. As engineer was inspecting carton of syringes, liquid was discovered within the carton of syringes. Engineer discovered source of liquid, coming from a single syringe. The syringe had broken flow wrap, and upon further inspection, the luer tip on barrel was broken off with the tip cap intact. All solution emptied from the syringe as a result.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Hold for brian 8-30-19material no: 306546, batch no: 9094610. It was reported that before use of the bd phaseal¿ optima system, injector, n35-o the carton was slightly crushed. Upon inspection the engineer discovered the luer tip on barrel was broken off with the tip cap intact causing liquid to leak out. The following information was provided by the initial reporter: product was ordered from (B)(6) for feasibility testing at (B)(6). Engineer received case carton that was slightly crushed and also discovered a single shelf carton that was slightly crushed as well. As engineer was inspecting carton of syringes, liquid was discovered within the carton of syringes. Engineer discovered source of liquid, coming from a single syringe. The syringe had broken flow wrap, and upon further inspection, the luer tip on barrel was broken off with the tip cap intact. All solution emptied from the syringe as a result.